Event description:
Patient in surgery for a gastric restrictive procedure with gastric bypass and roux en y gastroenterostomy. A covidien surgidac endo stitch suture needle broke in half while unloading from the suture passer on the back table. Both parts of the needles were accounted for. No harm to the patient. New needle obtained.